Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, exhibited an error message ?no disposable, pump won't run. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).